Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated; reported defect not reproduced, other defect found. Battery contacts damaged. Test strips not returned for evaluation. Final root cause investigation has been completed- bent positive battery terminal due to user mechanical stress.

Event description:
Consumer reported complaint for erratic blood glucose results. The customer is concerned with results obtained of 42 and 252mg/dl. The expected fasting blood glucose test result range is 110 to 120mg/dl. The customer feels well and did/ did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. The test strip lot manufacturer's expiration date is 02/24/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :165mg/dl, date:11/06/17, time:07:05am fasting; result 2 :158mg/dl, date:11/02/17, time:09:29am non-fasting; result 3 :42mg/dl, date:01/01/17, time:12:07pm fasting; result 4 :252mg/dl, date:01/01/17, time:12:00pm fasting; result 5 :223mg/dl, date:11/15/17, time:04:43am fasting. Customer is concerned with the 42mg/dl and the 252 mg/dl because they are very different after 7 minutes. Customer is only concerned with the erratic readings and not the high results. Customer thought there was something wrong with the meter so he changed the battery on it to see if it would fix the issue. He is still concerned. Customer's normal fasting range is 110-120 mg/dl. Customer feels fine at time of call and no medical attention is required.

Manufacturer narrative:
(B)(4) product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose results. The customer is concerned with results obtained of 42 and 252mg/dl. The expected fasting blood glucose test result range is 110 to 120mg/dl. The customer feels well and did/ did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. The test strip lot manufacturer's expiration date is 02/24/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :165mg/dl date:(B)(6) 2017 time:07:05am fasting, result 2 :158mg/dl date:(B)(6) 2017 time:09:29am non-fasting, result 3 :42mg/dl date:(B)(6) 2017 time:12:07pm fasting, result 4 :252mg/dl date:(B)(6) 2017 time:12:00pm fasting, result 5 :223mg/dl date:(B)(6) 17 time:04:43am fasting. Customer is concerned with the 42mg/dl and the 252 mg/dl because they are very different after 7 minutes. Customer is only concerned with the erratic readings and not the high results. Customer thought there was something wrong with the meter so he changed the battery on it to see if it would fix the issue. He is still concerned. Customer's normal fasting range is 110-120 mg/dl. Customer feels fine at time of call and no medical attention is required.